Event description:
During an aequalis rev ii surgery, the glenoid sphere impaction tip came apart while dr. (B)(6) was impacting the glenoid sphere. When the plastic tip of the impactor fell off, he found that the tip was not clean.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.